Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle was broken, the following information was provided by the initial reporter: material #:309623 batch#:4303339, 5038159. Rcc received a complaint via email. 5593248 - xxxx - defective component/device (dosing syringe). Xxxxx catalogue: 309623 syringe 1ml s/t w/ndl 27x1/2 rb lot number(s): 4303339,5038159. Takeda awareness date: 17 nov 2025. Date of occurrence: unknown. Complaint description: case manager spoke with patient. Patient reported dosing needle came apart, lot #4303339. Patient did not use thumb nail as nurse had indicated during training to assist with using the dosing needle. No further details were provided. Product: xxxxxxx country of origin: united states sample / photo availability: no sample or pictures provided. Ae: no ae reported patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. Inv due by: (B)(6) 2025 no further information provided.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.